Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 480 mg/dl. The customer stated that the insulin pump was submerged in the lake. Unable to troubleshoot due to the moisture damage. Advised the customer that the insulin pump would be replaced. Nothing further was reported.